Event description:
Health care professional reports two fiber leaks noted by blood in the dialysate compartment. One incident was classified as a minor fiber leak and the dialyzer only was changed at the time of the event and the treatment was continued without incident. The second fiber leak was classified as a major fiber leak and the dialyzer and blood lines were replaced and the treatment continued without incident. Both dialyzers were preprocessed. The health care professional reports no pt injury or need for medical intervention.